Event description:
It was reported by a nurse that there was a lead warning on a carelink transmission. Review of the data showed high atrial lead impedance and varying ventricular impedance, with no lead warning for the varying ventricular impedance. It was further reported that the atrial lead was fractured. The device was programmed vvir. The atrial lead was capped and replaced, and the ventricular lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by a nurse that there was a lead warning on a carelink transmission. Review of the data showed high atrial lead impedance and varying ventricular impedance, with no lead warning for the varying ventricular impedance. The device was programmed vvir. The atrial lead was capped and replaced, and the ventricular lead remains in use. No patient complications were reported as a result of this event.